Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recv2918 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported during device positioning after some time, doctor noted a little part of stylet migrated till lung's parenchyma ( or small blood vessel/capillary vase after td; at the moment no injuries for pediatric patient), but they should have to make some exams , tc or rm to decide what to do.